Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the motor being loud was confirmed while the other reported condition of low power was not confirmed. An assessment was performed and found that the motor was running at full power (80,000 rpm); however, there was heat, noise and vibration. During repair and disassembling of the device it was discovered that the drive shaft was broken. It was determined that this condition caused the heat, noise and vibration. It was further determined that the broken drive shaft was caused by excessive force being used during use of the device. The assignable root cause was determined to be component damage caused by abuse/misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was loud and had low rotations per minute (rpm). During in-house engineering evaluation it was found that when the motor was running at full power (80,000 rpm) there was heat, noise and vibration. Further assessment showed that the drive shaft was broken. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.